Manufacturer narrative:
Date rec'd by MFR: 30apr2019. The customer troubleshot with technical support and was advised to replace the flow sensor assembly. The customer stated that replacing the flow sensor addressed the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator was failing the air flow test. No patient involvement. Event date not specified, estimate used.